Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins ¿doesn¿t do any good.¿ it was reported that the patient was in pain all the time. The patient reported that ¿it never really worked.¿ no further complications are anticipated.